Event description:
3 overlapping stents to lad (proximal + 2 midlad) for elective pci in 2005. Patient received heparin & integrillin during pci, + plavix, immediately after procedure. Approximately, 10 hours later leading to chest pain st increase, acute mi - acute closure of mid lad stent (thrombosed). Emergent pci - reopened stent and added distal lad stent (cypher). A mi required abp, dcid, next day transferred to kaiser, two days later, fairly stable.